Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient has dystonia in their neck and they have to sit funny. In their left leg upper thigh the patient was sleeping and when they woke up it was numb. They resolved this by shaking their leg. They still have pain there and the leg gets tingly like it wants to go to sleep for no reason. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.